Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) indication for use. There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported the xience v stent was used to treat in-stent restenosis of a previously implanted stent. It should be noted the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions with reference vessel diameters of 2.5 mm to 4.25 mm. Additionally, the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated, restenosed, mid left anterior descending artery with one xience v stent. A non-abbott stent had restenosed in the target lesion. On (B)(6) 2010, the patient experienced chest pain and was evaluated in the emergency room on (B)(6) 2010, and admitted to the hospital. The patient underwent a diagnostic coronary angiogram and was found to have in-stent restenosis requiring percutaneous coronary intervention with additional stenting. The patient's condition resolved on (B)(6) 2010, and was discharged on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.